Event description:
It was reported that: involved a 70-year-old patient treated for aortic endoprosthesis removal due to an endoleak on (B)(6) 2023. He was treated in intensive care for failure hemodynamics in the immediate postoperative period with septic shock on acquired pneumopathy under mechanical ventilation. The patient also had acute renal failure justifying the insertion of an extrarenal purification and a hemodialysis catheter at from (B)(6) 2023. On (B)(6) 2023 around 8 a.m, the session of an extrarenal purification session ended without any particular incident observed. Lines were disconnected and the catheter clamped. The patient became agitated. The catheter was tested and presence of inlet of 10 ml of air was found during syringe aspiration. The patient suddenly became unconscious, with drop in blood pressure and bradycardia at 40 beats per minute, followed by cardio-respiratory arrest. The consequence was a gas embolism complicated by a cardiorespiratory arrest with external cardiac massage initiated immediately, allowing a no-flow of 0 minutes. 10 minutes after patient returned to effective circulatory activity of low-flow and administration of 5 mg of adrenaline. Patient was transferred to the hyperbaric chamber. Catheter was removed and another catheter inserted in internal jugular. The patient's current condition was reported as "no clinical consequences related to the incident".

Manufacturer narrative:
Continuation of d11: 008265 - from fresenius medical care; hemofiltration monitor - from fresenius medical care (only dialysis). (B)(4).